Event description:
I was sent home with an infusystem pump for chemotherapy. I was appropriately instructed to watch the volume increase and the green light flash to ensure it was working properly. After my infusion was supposed to be completed, it was found to not have delivered a drop! This robbed me from my much needed chemotherapy without a warning coming from the pump. Nurses state it's happening often enough that now they tell the pts to watch the bag to make sure it shrinks. How can a device be so unreliable and not notify anyone of problems that nurses tell pts to watch the bag. This pump needs to be pulled from the market.